Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A registered nurse reported a patient experienced decreased vision and discomfort on the first day following an intraocular lens (iol) implant procedure. The patient underwent intravitreal injection of antibiotics for the diagnosis of endophthalmitis on the first postoperative day. Additional information was provided by a registered nurse, who reported that the outcome of the event is improving. Aqueous cultures were taken and there was no growth after 2 days.